Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and clear passage testing were performed. Solution was found to flow through the device without issue. No malfunctions or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an injection site would not prime. It was connected to an unknown extension set and lock cannula and after the injection site was removed the set primed as normal. There was no patient involvement. No additional information is available.